Manufacturer narrative:
H4: lot manufacture date: april 14, 2023 - april 18, 2023. H10: the actual device was received for evaluation. A visual inspection with the naked eye was performed which showed fluid inside a bag that contained the unit indicating a leak had occurred. The cause of the leak inside the bag was the distal luer was unclosed and it was observed that the blue winged luer cap was missing (not returned). Examination on the unit showed no signs of physical abnormality or damaged components. A functional leak test was performed on the unit by filling the bladder with green colored water. After fill, no evidence of leak was observed. The unit was then monitored until the next day. During the leak monitoring period, an in-house blue winged luer cap was used to close the distal luer. The next day, no evidence of leak was observed. The reported condition of leak was verified. The cause of the reported condition could not be determined; however, the probable cause of leak during patient use may be related to loose connective external parts that were attached to the infusor device during patient use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The issue was identified when the patient woke up to a leak on their bed and clothing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.